Event description:
It was reported a patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 2007 and left total hip arthroplasty on (B)(6) 2009. Subsequently, the patient¿s right hip was revised on (B)(6) 2011 due to pain, instability, and infection. Surgeon performed a radical debridement; all components were removed and replaced. Additionally, patient underwent reimplantation of the right hip on (B)(6) 2012. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is number 1 of 4 mdrs filed for the same patient (reference 1825034-2013-05317/05320).